Manufacturer narrative:
On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On (B)(4) 2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, during an intra-operative scan, the cranial software on the site's navigation system unexpectedly exited and stopped on the blue logo screen. The medtronic representative performed a soft re-boot by pressing ctr+alt+backspace and re-booted the software. Normal function was restored and the procedure continued. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.